Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Reportedly, the customer loaded cold insulin into the cartridge. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 385 mg/dl.